Event description:
The user facility in (B)(6) reported the vitrectomy cutter would not cut under 5000 cpm. The cutter started to work when reduced to 1000 cpm then stopped after 20 seconds. Another cutter was used to complete the procedure. There was no impact to the patient.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable. Report 2 of 2. See 1920664-2013-00219.